Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery/ b)(4)/ model #: 1650de/expiration date: 2017-12-31, (B)(4), mfg date: 2016-12-31, (B)(4). Heartware ventricular assist system ¿ battery/(B)(4)/ model #: 1650de/expiration date: 2017-12-31, (B)(4), mfg date: 2016-12-31, (B)(4). Heartware ventricular assist system ¿ battery/(B)(4)/model #: 1650de/expiration date: 2016-10-31, (B)(4), mfg date: 2015-10-31, (B)(4); heartware ventricular assist system ¿ battery/(B)(4)/model #: 1650de/expiration date: 2017-08-31, (B)(4), mfg date: 2016-08-31, (B)(4). Heartware ventricular assist system ¿ controller ac adapter, controller ac adapter/model #: 1650de/expiration date: unknown, (B)(4), mfg date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching with the controller, four batteries, and controller ac adapter. The battery capacity was greater than or equal to twenty-five percent when the event occurred. The controller, batteries, and controller ac adapter were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one (1) controller (con302635) and four (4) batteries (bat510156, bat510057, bat210496, bat222164) were returned for evaluation. One controller ac adapter with unknown serial number was not returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller under 10x magnification revealed hairline cracks around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. The root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Log file analysis revealed that the controller, con302635, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed premature power switching due to momentary disconnections involving bat510156, bat510057, bat210496 and bat222164. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Additional products: battery / bat510156 d10: yes, return date: 2018-07-02 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery / bat510057 d10: yes, return date: 2018-07-02 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery / bat210496 d10: yes, return date: 2018-07-02 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery / bat222164 d10: yes, return date: 2018-07-02 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 controller ac adapter / unknown h3: yes h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.